Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Customer was diagnosed diabetic ketoacidosis and (B)(6). Customer is allergic to material in the cannula and had severe adipose dystrophy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.